Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cold axios stent was to be implanted to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician deployed the first flange of the axios stent into the target site, and the second flange of the stent was then successfully deployed within the scope. However, as the physician was advancing the catheter of the delivery system and retracting the scope to release the second flange of the stent from the scope, the stent was accidentally pulled out of the won. The stent then fell out of the scope and into the patient. A second axios stent was then successfully placed, and the first axios stent was removed from the patient with alligator forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.